Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The lay user/patient's meter was returned on march 12, 2010 and evaluated by lifescan product analysis with the following findings: the meter involved in this case passed testing with no faults found. If any additional information is available, FDA will be notified in a follow-up report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service on (B) (6) 2010, on behalf of the lay user/patient alleging that the one touch ultralink meter was reading inaccurately low. The medical surveillance specialist (mss) was unable to reach the lay user/reporter for follow-up questions. The patient obtained a 112 mg/dl on the reported meter. Within 30 minutes the patient tested over 200 mg/dl on a hospital meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The patient did not develop any symptoms at the time of concern. The reporter indicated that the issue first occured on (B) (6) 2010 at 6:56 pm. The patient had been following the usual diabetes management routine. The patient was hospitalized and was administered apidra as treatment. The customer care advocate (cca) confirmed that the unit of measurement was set correctly and the correct testing techniques were being followed. The reporter did not have any unused test strips left from the vial used at the time of concern. Replacement products were sent. The consumer meter was received and the complaint could not be confirmed. However, this complaint is being reported since the patient required hospitalization and treatment for elevated blood glucose levels.